Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The photo shows the guide wire with one kink towards the distal end. The customer also returned one guidewire assembly for analysis; the end cap was not present on the guidewire advancer assembly. No definitive signs of use were observed on the returned components. Visual inspection identified a kink in the guidewire. Microscopic examination confirmed the kink and revealed offset coils at the same location. The distal and proximal welds were intact and exhibited full, spherical geometry consistent with specification. Under normal assembly conditions, the area where the kink was observed would be located within the end cap of the guidewire advancer assembly, which is intended to protect the guidewire from damage. The overall length of the guide wire measured 454mm, which is within the specification of 450-458mm per product drawing. The outer diameter of the guide wire measured 0.862mm, which is within the specification of 0.838-0.889mm per guide wire product drawing. Functional inspection of the guide wire was performed per the instructions for use (IFU) provided with the kit which states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire encountered minor resistance when the kink passed through a lab inventory ars and 18 ga introducer needle. All undamaged sections of the guide wire were able to pass through the arrow raulerson syringe (ars)/18 ga introducer needle subassembly with no resistance. A manual tug test confirmed the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user , "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". The IFU also states, "a guidewire is a delicate instrument and must not be advanced, withdrawn , or torqued if resistance is met. Excessive force against resistance may result in core protrusion, material fatigue, and separation of the guidewire tip , damage to the catheter/device or vessel damage. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested". The report of a kinked guidewire was confirmed during evaluation of the returned sample. A kink was observed adjacent to the distal end, and the end cap was not present on the guidewire advancer assembly. Under normal assembly conditions, this portion of the guidewire would be housed within the end cap, which serves to protect it from damage. The guidewire met all applicable dimensional and functional specifications. A device history record review was completed with no relevant findings. Based on the customer report and sample received, the potential root cannot be determined as it cannot be confirmed when the damage occurred. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "upon opening the package the clinical team noticed the tip was broken." This was found prior to use. There was no patient involvement.

Event description:
It was reported "upon opening the package the clinical team noticed the tip was broken." This was found prior to use. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The images show a guidewire kinked in the distal j-bend. It is noted that the end cap which would protect with j-tip within the assembly is not pictured. The complaint of a kinked guidewire was able to be confirmed by the photo, however, a complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use if package is damaged." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "upon opening the package the clinical team noticed the tip was broken." This was found prior to use. There was no patient involvement.